Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 900 mg/dl. The customer stated that she had a lot of scar tissue at her stomach, and she had inserted the infusion set in this area. She stated that, as a result, the insulin pump did not register the high blood glucose. No other significant events leading to the hospitalization were noted. She stated that she admitted for low potassium and bilateral lower extremity adema. She was treated with intravenous fluids and potassium intake. She had been off the insulin pump for less than 1 day prior to the emergency room visit. The most recent blood glucose reading was 331 mg/dl. She declined troubleshooting for the high blood glucose, advising that the issue was likely related to the scar tissue she had mentioned. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.